Event description:
It was reported that six days post-implant, the atrial lead had an acute dislodgment. The lead was repositioned and remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.